Manufacturer narrative:
The device used in treatment was not returned for evaluation. Without the actual product, product evaluation could not be performed and complaint could not be confirmed. According to clinical/medical investigation, these cases from canada all report various adverse events with the redapt implants. All information available for this complaint case has been reviewed and considered in the medical assessment. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A review of complaint history revealed no prior complaints for the listed part. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. We consider this investigation closed. Credit will not be issued for the device.

Event description:
It was reported that the patient deteriorated after the I&d of his hip. After that, the patient developed a chronic periprosthetic infection that led to sepsis and eventually death.